Event description:
On (B)(6) 2012, t2 tibia operation was performed. When surgeon started reaming with 7.5mm diameter bixcut, the reamer did not proceed quite. Then he extracted the reamer and noticed that the tip was broken. Piece of metal was removed and did not remain in the body. The operation was finished without problem finally.

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.